Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization: initial or prolonged which was marked incorrectly as this is product problem only as mentioned in previous report. Device available for evaluation section incorrectly reported as no in the previous report, which is correctly reported as yes in this follow up report. Initial reporter section was missing in previous report, which is correctly updated in this follow up report. Type of investigation was missing in previous report, which is updated in this follow up report. Date of event was wrongly reported in previous report, which is correctly updated in this follow up report. Device evaluated by manufacturer section was wrongly marked as no in previous report, which is correctly marked as yes in this follow up report. Common device name was incorrectly reported as mns in previous report, which is correctly reported now in this follow up report.